Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the client had placed the catheter sheath into the patient, and when he opened the outer packaging of the catheter and pre-flushed, he found that there were two leaks at the tip of the catheter near the valve, and the end of the supporting guidewire was discounted

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter were returned for evaluation. An initial visual observation of the video showed a groshong catheter being infused with a clear liquid, and a leak was observed about 1 cm proximal to the valve of the catheter. No details of the apparent damage in the catheter could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the client had placed the catheter sheath into the patient, and when he opened the outer packaging of the catheter and pre-flushed, he found that there were two leaks at the tip of the catheter near the valve, and the end of the supporting guidewire was discounted.